Event description:
It was reported that during testing the pump displayed errors force sensor bridge test, positive supply bridge est, motor drive error. There was no patient involvement and patient harm.

Manufacturer narrative:
B3 - date of event - selected as first of may 2026, as the event date is unknown. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted related to the complaint. The event history log (ehl) was reviewed. The motor error alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to worn drivetrain parts and device aging. The motor, leadscrew, coupler, worm gear, and clutches and the force sensor were replaced.